Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) value of 350 mg/dl. Reportedly, the customer's bg level was 350 mg/dl, and was addressed with a correction bolus. System check was performed with tandem technical support and showed that the pump was performing as intended. The customer confirmed bg level will continue to be monitored and declined further assistance from tandem technical support.